Manufacturer narrative:
The exchanged part has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the screen mount was loose. The returned pictures revealed that the panel holder was broken. The panel holder holds the user interface onto the ventilator system. There was no patient involvement. (B)(4).